Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-02, additional information was received from the rep which was confirmed with the account/physician. The cause of the symptoms and resistance during the dye study was unknown.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019. Product type catheter product ID 8780, serial# (B)(4), implanted: (B)(6) 2015. Product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: (B)(4) 2020, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(4), ubd: 08-jan-2017, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(4) 2019 , information was received lioresal (unknown dose and concentration) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that since the patient's last revision, the patient has not had good relief from the pump. The patient stated their pain was elevated and spasm. The patient stated they did fall after their surgery, but was unsure if this contributed. A dye study was performed and the healthcare professional (hcp) note that "when pushing the dye, there was resistance". The patient was sent for a consultation for catheter replacement with another hcp. The issue was not resolved at the time of the initial report. The patient's status was alive - no injury. Additional information was received on (B)(4) 2019 that reported a new 8780 catheter was placed on (B)(6) 2019. No further information was provided at this time.

Manufacturer narrative:
Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter; product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis of the catheter (B)(4) identified no significant anomalies. Analysis of the catheter (B)(4) identified a user related hole in the catheter body. The previously reported evaluation conclusion, method, and result codes no longer apply. Evaluation conclusion code and result code apply to the catheter (B)(4). Conclusion code and result code apply to the catheter (B)(4). If information is provided in the future, a supplemental report will be issued.